Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter randomly dropping signal and once the signal returned, it displayed inaccurate readings; using a simulator. Technical support (ts) had them move the transmitter to a known working receiver card, but the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/03/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 12/10/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 12/18/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the model #: org-9110a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the zm transmitter randomly dropping signal and once the signal returned, it displayed inaccurate readings; using a simulator. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter randomly dropping signal and once the signal returned, it displayed inaccurate readings; using a simulator. Technical support (ts) had them move the transmitter to a known working receiver card, but the issue persisted. Not in patient use. Investigation summary: the evaluation of the returned device shows that this complaint could not be confirmed. Therefore, no further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: org: model #: org-9110a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the zm transmitter randomly dropping signal and once the signal returned, it displayed inaccurate readings, using a simulator. Not in patient use.